Event description:
A peritoneal dialysis (pd) patient reported that there is a box stored underneath his cycler and it was wet with fluid. He believes that his tubing set has been leaking. He reported that he does not keep any beverages near his cycler and that the supply bags were not wet or leaking. He did not find fluid in the cassette area or on the pump. The fluid was not near his drain line. He has been completing treatments and the cycler has not alarmed. He discarded the used set but has a companion sample available. During f/u, the patient reported that his effluent has remained clear. He did not have any signs of infection. He has spoken to his pd nurse and no antibiotics were prescribed. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation. This report is associated with mdrs: 8030665-2014-00295, 8030665-2014-00296 and 8030665-2014-00298.